Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that an altitude alarm occurred. Reportedly, the altitude alarms were cleared and the customer resumed insulin delivery. The customer's blood glucose was 86 mg/dl.